Manufacturer narrative:
The device will not be returning to olympus for evaluation. The facility reported there is no device failure associated with this event. A review of the instrument history showed that the user facility purchased the device on 03/29/2014, and was last serviced by olympus on 02/25/2016. As part of our investigation in this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. The cause of the reported event cannot be determined at this time.

Manufacturer narrative:
The facility refused additional reprocessing training as the facility had been recently in-serviced on (B)(6) 2016. No reprocessing deficiencies were found at that time. The facility was confirmed they were using a non-olympus aer (automated endoscope reprocessor) for disinfection not an olympus oer-pro as originally reported by the facility.

Event description:
Olympus was informed that after a colonoscopy procedure, a patient tested positive for c. Difficile organism. The patient was treated with antibiotics. No other information regarding the patient's condition is currently available. The scope used for the colonoscopy tested negative for growth. Following a temporary removal from service, the scope was returned to service as there was no problems with the device. The facility does not intend on returning the scope for evaluation. The facility uses an oer-pro and manufactured approved cleaning solutions.